Event description:
It was reported there was a difference between the actual ventilation volume measured with an analyzer and the prescribed ventilation volume during an operational check. There was no occurrence of an alarm. The ventilator was returned to the manufacturer's service center and evaluation completed on 23 january 2025 with the following findings: when an operational check was done using the settings at the time of use when the issue was alleged, the actual measure valve indicated a higher volume than what the ventilator was set for. The event log showed there was no alarm recorded indicating a device failure at the time this event occurred. Preventative maintenance testing resulted in failure of flow sensor verifications. The sensor printed circuit board assembly was replaced to address this issue. Afterward, calibration was performed and on operational checking the actual measure value was confirmed to be with the control accuracy. On operational check, it was confirmed that the up/down button did not respond when pressed. The front panel/keypad light emitting diode printed circuit board assembly was replaced to address this issue. Additional findings not related to the malfunction/issue: the base enclosure was noted to cracked and was replaced to address the issue. The passed final testing and was confirmed to operate properly. The failed sensor printed circuit board assembly was sent to the product investigation lab (pil) pil tech was able to confirm the failure of suspect sensor printed circuit board assembly (pca) at the pil. The sensor pca operates without issues/alarms at the trilogy test bed. The technician verified failed posttest results for positive flow, zero flow, and negative flow. Pil technician confirmed via bench testing that mt5 sensor on suspect sensor pca is faulty. Pil received an pca front panel pca/keypad light-emitting diode (led) with the allegation: confirmed by operational checking that up/down button did not respond even when pressed hard, so front panel/keypad led pca was replaced. Pil could not duplicate the failure of the keypad buttons on the suspect front panel pca received from service.